Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during an initial tka, the surgeon had difficulty implanting the articular surface and thus, a new one had to be opened and implanted. The second articular surface was implanted without any issues. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through photographic inspection and manufacturing review, however, the reported event could not be confirmed with the information provided. A photograph provided of the device exhibited a small usage mark, however, no further evaluation was possible. The device history records were reviewed and no discrepancies could be identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.